Event description:
This spontaneous case was reported by an other and describes the occurrence of adverse event ("symptoms") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria hospitalization and intervention required). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed 28 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.